Event description:
During morning huddle, doctor noticed on monitor that patient's o2 sat was 59% but monitor did not alarm. Clinicians responded, patient was alert, rr 40's and sats in 50's (no abg since there was no a-line). Patient was immediately bagged and intubated.======================manufacturer response for central station monitor, philips (per site reporter).======================there has been minimal interest from the company and 3 months have passed.